Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg and lead were not returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in february 2023. Block d6b: explant date: (B)(6) 2023 additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700 . Model: sc-8336-70. Serial: (B)(6). Batch: 20052189.